Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dual -lumen umbilical vessel catheter (uvc). The customer stated that they found a hole with blood in the junction when withdrawing blood during insertion of the catheter. The customer reports there was no injury to the pt. The customer further reports that 10% povidone iodine followed by 70% alcohol was used to clean the skin area and the area was completely dried prior to insertion. The catheter was not difficult to handle during insertion and was not difficult to secure. The catheter was secured with an umbilical catheter holder (hydrocolloid). The uvc was inserted on (B)(6) 2014 and was inserted in the umbilical vein. The uvc was used for continuous use. Normal saline or heparinized normal saline was used to flush the lines. There was no routine cleaning of the catheter. The uvc was removed on (B)(6) 2014 and was replaced with a new catheter. The status of the pt is stable.